Event description:
Customer stated that his wife found him unconscious. He was in the same position as when he went to bed, he was drenched in sweat. His wife administered five glucagon shots. The blood glucose would not register on the meter. The paramedics were called but got lost enroute. His wife and others loaded him in the car and transported him to hospital. Customer was admitted into ICU. The blood glucose reading at the time of the event was 17 mg/dl. Physician informed customer that his body is making insulin and the insulin pump is giving insulin, he is getting too much insulin. Customer stated that the insulin pump is not the cause of the low. Customer has had several hypoglycemic event due to his body suddenly producing insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.